Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any nonconformances or deviations with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for lots 70443ud00 are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 70443ud00 was identified.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a patient. The following results were provided: sid (B)(6) = 465.0 ng/l, new sample 6 hours later sid (B)(6) = <5 ng/l, retested initial sample = <5 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a patient. The following results were provided: sid (B)(6) = 465.0 ng/l, new sample 6 hours later sid (B)(6) = <5 ng/l, retested initial sample = <5 ng/l. No impact to patient management was reported.